Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). . Review of the most recent repair record determined the unit would not operate when powered up as the motor speed was low and the oscillator only moved slightly. The motor and power switch were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during biomedical engineering test/check the output was too low and decreases. Not enough power. There was no harm or delay. No adverse event was reported as a result of this malfunction.